Manufacturer narrative:
Information about the explanted device is not available.

Event description:
It was reported that "patient is a male who underwent left tha revision surgery in 2007. Complained of pain and squeaking in his hip. Patient had his primary tha performed at another facility in 2006. Previous implant sheet (with catalog numbers) is not available. Patient immediate post-op recovery is uneventful."